Event description:
The patient was prone on the fluoro table, crossed arms up (tucked under pillow) with the patient's head resting on the pillow. The fluoro table was moved back to the original position. The patient cried out in pain. The patient's skin on forearm was pinched between the table and the movable table top. The patient experienced an abrasion and bruising of the left forearm. The area was examined, cleaned and bandaged.